Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. It was reported that the vibratory feature of the pump was operating in an intermittent fashion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/02/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 02/23/2016 with the following findings: during testing, the pump¿s vibratory and auditory features functioned properly. The complaint was not duplicated during testing. Unrelated to the complaint, the cartridge cap was damaged. The battery cap had stripped threads; a test cap was used to complete investigation. The pump¿s casing was observed to be cracked near the display and between the display and keypad. Additionally, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2 date of submission 05/25/2016. Correction: the damage found to the cartridge cap was determined to be cosmetic.